Manufacturer narrative:
(B)(4). Device evaluated by MFR:the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-04921. It was reported that the stent was under expanded. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the right coronary artery (rca). A samurai wire was advanced to the distal rca when a perforation was noticed. The perforation was treated with the implant of a promus element plus drug eluting stent (des) in the ramus interventricularis anterior (riva) artery. The stent was noted to be under expanded due to calcification. No further actions were taken. The patient remained stable throughout the whole procedure. The patient is considered to be recovered and stable.

Event description:
It was further reported that there has been no change in the patient's condition since the event was reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).